Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential bleeding and thrombus issue. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6b: explanted date: device was not explanted. E3: occupation: doctor - interventional radiology. H4: device manufacture date: unknown due to unknown lot number. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they used an 8fr sheath for access during a thrombectomy procedure. The 8fr sheath access site was then closed after the procedure using an 8fr angio-seal device. After deployment of the angio-seal, the doctor mentioned it did not immediately stop the bleeding, so additional pressure was applied to stop the bleeding. After the case was completed, he then discovered the patient had a possible thrombus event in the leg. The estimated blood loss was less than 250cc.